Event description:
It was reported that customer experienced cgm error with sensor and contacted support. There was no reported impact to the customer¿s blood glucose level. Customer was guided by technical support through complete pump reset, error did not occur again after reset, and customer successfully started new sensor session.